Event description:
Contactless registration was performed using CT, all rms values were 0.7 mm and below, verification was successful. After acquiring a post-operative CT, inaccuracy in entry points was noticed. No serious injury and no delay over 30 minutes.

Manufacturer narrative:
A detailed analysis of the data logs and of the patient folder has been performed and this analysis concluded that the inaccuracy at the entry points was confirmed for all twelve trajectories. However, the cause for the inaccuracy cannot be confirmed. The DHR review confirmed that the device operated as specified. The registration was properly performed and provided correct results. No specific error was noticed in the fusion of exams. The deviation analysis shows that although the deviations are not symmetrical, they are similar on each side of the brain. Therefore, the most probable hypothesis would be that an unexpected rotation of the head occurred during the case and remained undetected, although this hypothesis could not be conclusively confirmed.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Contactless registration was performed using CT, all rms values were 0.7 mm and below, verification was successful. After acquiring a post-operative CT, inaccuracy in entry points was noticed. No serious injury and no delay over 30 minutes.